Event description:
This lead became dislodged. The physician attempted to reposition it, but was unsuccessful, so the lead was replaced with a setrox s 45, (B) (4). This lead was discarded by the hosp.